Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's left ventricular (lv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed. After the lead was removed and reinserted into the device header, pacing impedance measurements were noted to be stable and acceptable at 1,800 ohms. Boston scientific technical services (ts) discussed the potential of a connection issue. This product remains implanted and in service. No adverse patient effects were reported.